Manufacturer narrative:
The unit was received with blank display and constant tone due to moisture damage on the electronic assembly. There was also moisture damage on the motor assembly. The unit was unable to undergo the functional check including the rewind, basic occlusion, occlusion, prime/compromised force sensor system, excessive no delivery, displacement, unexpected restart error, and operating current tests along with the self test due to the blank display. The following physical damage was noted: cracked casing at the display window corners, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
The customer reported via phone call that she wore her insulin pump into the swimming pool and her screen no longer functioned. There was fluid inside of the screen and the screen sounds as if it were pixelating. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated and the customer confirmed that there was no physical damage to the device. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.